Event description:
It was reported that ten days post-implant, the right atrial (ra) lead exhibited non-capture and far field r-wave (ffrw) oversensing. An ra lead dislodgement was confirmed via x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.